Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker reported that the minute ventilation feature was driving their rate faster than expected. No adverse patient effects were reported. Boston scientific technical services (ts) suggested following up with their physician re-evaluate programmed settings. This product remains in-service.